Event description:
On 6/15/24 an ilet user reported a blood glucose (bg) level of 48 mg/dl after announcing their usual dinner meal. The customer care agent reviewed the user's ilet chart and noticed the user had announced the dinner meal twice, which might have caused the hypoglycemic event. The agent advised the user to take glucose and treat the low bg levels but cautioned against overcorrecting, which could lead to additional lows. The user's bg was trending around 74 mg/dl with a straight line, and they planned to monitor it for the next two hours. The user's wife assisted the user in providing soda and skittles to correct the low bg levels. The user's wife assisted because the user felt dizzy, but no professional medical intervention was needed.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirms hypoglyceia during the reported event period that was preceded by two meal announcements. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes and device data, the ilet operated as intended. This hypoglycemic event was caused by the user mistakenly announcing their meal twice, resulting in an excess of insulin relative to their need.